Manufacturer narrative:
The diagnostic logs were requested but not received. There was an attempt to extract the logs for review, but data was not available. There are no findings available to submit. H3 other text : product not received.

Manufacturer narrative:
The product will not be returned as the serial number was not secured for the product that was used. The diagnostic log files will be returned and reviewed. The findings from the log files will be submitted in a supplemental report when available. The device history record review could not be completed as the serial number is unknown. The UDI number is unknown as the serial number is unknown.

Event description:
It was reported that there were inaccurate numbers with the clearsight module during use. The clinician noted the low ci of 1.8 and svr around 1900 post induction. The clinicians did not treat the patient off of the numbers because they felt they were inaccurate. There is no further information available. There was no inappropriate patient treatment administered. There was no patient harm or injury.